Event description:
It was reported that the monitor shuts off during use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the sudden loss of power during use was caused by a failure of the g1 board (power supply). Olympus will continue to monitor field performance for this device.